Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the there was no issue with remote manager. A field service engineer performed diagnostic testing using the hardware test application (hta), which revealed no errors, and no visible damage was observed. As a preventive measure, the mini switches were proactively replaced. After the replacement of the mini switches, the device failed while the customer was performing an inventory count. The customer successfully recovered the device and repeated the inventory process without further issues. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es nursing staff repeatedly had to recover the remote manager on the fa pyxis machine. After each recovery, the system functioned briefly before failed again. The user also noted a clicking sound prior to the failure. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.